Event description:
"Statement of claim" naming integra lifesciences as a co-defendant for a case with the following background information was received: on or about (B)(6) 2019, the plaintiff underwent a posterior decompression of the c3-t1 and fusion for treatment of cervical myelopathy. For the first procedure, the plaintiff was positioned prone on an osi-table jackson top table and her head was secured in a mayfield headrest. At some point during the first procedure, the mayfield headrest failed, causing the plaintiff's head to twist. At the end of the first procedure, the surgical team observed that the plaintiff¿s head had rotated in the mayfield headrest. This resulted in a scalp laceration that required approximately 10 staples to close and a bent spine with an inability to rotate her head and neck to the right. On or about (B)(6) 2019, the plaintiff underwent a second surgical procedure as a result of the failure of the mayfield headrest. This procedure was a revision instrumentation of the c3-c4 that corrected the alignment. Immediately after surgery, in the recovery room, upon waking up from the second procedure, the plaintiff indicated that her right arm, but not her hand, had no function. The plaintiff¿s condition was diagnosed as a c5-c6 palsy. As a result, the plaintiff¿s original expected admission time of seven (7) days turned into 33 days. The plaintiff was in the hospital for pain management and rehabilitation. To date, the plaintiff has undergone rehabilitation, but she still continues to have pain in her arm which requires medication, significantly reduced arm strength, and numbness and weakness in her right thumb and index finger. She has lost enjoyment of life as a result of the ongoing pain and discomfort and loss of mobility resulting from the injuries sustained from the second procedure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. Mayfield headrest was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, based on the reported complaint, improper or suboptimal positioning could be a possible root cause. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a